Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a piece from the jaw of the device fell into the pt. It was retrieved using suction and irrigation. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.